Manufacturer narrative:
The customer's report of backflow was confirmed in (B)(4). The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure is due to an cellulous particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulous was not identified.

Event description:
Customer reported a possible check valve failure in their primary tubing in the oncology department. Magnesium 4 grams in 300ml 0.9% ns was running as a secondary infusion over two hours. The infusion completed in one hour, however they noticed the primary maintenance infusion of 0.9%. Ns at 30ml/hr was more full than it had been previously. They stated the secondary infusion flowed back into the primary bag. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.